Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple incomplete bolus alerts. Customer reported elevated blood glucose (bg) levels of 300 (mg/dl) and delivered a correction bolus to stabilize bg level. During troubleshooting with tandem technical support, customer was reminded to complete the bolus request to avoid incomplete bolus alerts.